Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Customer experienced ketones, bent cannulas and was treated at the hospital. Customer's parent advised they did not have a problem with their current infusion set and declined to further speak about the hospitalization. The product was not returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.